Event description:
This report summarizes one malfunction event. A review of the events indicated that model 425-3004x pta dilatation catheter allegedly ruptured. This report was received from one source. The device was used in the patient, with no reported patient injury. The patient's age, weight, and gender was not provided.